Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in. On the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the lead was repositioned and several unsuccessful attempts were made to fixate the lead. The lead body rotated during the attempted helix deployment. After 90 minutes, the lead was removed and a new lead was implanted. It was also reported the lead had threshold issues and no capture. No patient complications have been reported as a result of this event.